Manufacturer narrative:
Analysis of the power brick of this communicator was provided by the post market quality assurance laboratory. Neither the communicator itself nor the phone cord had been returned. Visual inspection revealed melting at the strain relief of the power brick. This power brick did not pass the unloaded voltage check having been confirmed to have higher then normal voltage.

Event description:
Boston scientific received information that this communicator had not been affected by any storms, yet the power cord had started to melt, per the patient. The patient was not sure of any of the other details about what happened or if it was near any other equipment. A new power cord was to be sent. There were no adverse patient effects associated with this evented information.

Event description:
-----

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned communicator and power brick was performed. Visual inspection noted no physical damage. The power brick failed unloaded voltage check and when it was plugged into the socket, it made a ringing sound and smelled burnt. Detailed analysis confirmed the reported clinical observations and noted the power cord was melted near its led case. A resistance measurement of the brick was taken and measured at less than three ohms. Unloaded voltage measurements and power brick case temperature measurements were recorded which showed the power brick was bad. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The communicator was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.